Event description:
The customer reported the device restart while in use. It was reported no pt harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the main board was tested and no failures were identified. The error code 4 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).